Event description:
It was reported that a patient was experiencing severe, sharp, and excruciating joint pain in their knees and elbows, with episodes occurring approximately 1 to 4 times a week. They also experience lightheadedness. They last used the pump on (B)(6) 2024, and switched to the same pump again today, on (B)(6) 2024, after receiving a new medication mix. However, the time and date displayed on the pump still indicate on (B)(6) 2024. The patient confirmed that they kept the batteries in the pump when it was not in use and is worried that the pump may not be functioning properly, potentially leading to infusion problems. The patient had a backup product that they were able to switch to. The patient was receiving IV remodulin. Upon further investigation, it found a delaminated dso (downstream occlusion) seal. The investigations results indicated a reportable malfunction due to that delaminated dso seal.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Upon further investigation, found a delaminated dso seal. Replaced dso seal to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.